Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a magnetic sensor issue could not be conclusively determined.

Event description:
During the pulsed field ablation pulmonary vein isolation procedure, there was a procedural delay due to a magnetic sensor issue. The catheter was recognized by the ensite x system, but an error appeared saying "catheter in port 7 has a magnetic sensor issue. Check connections and consider replacing the catheter or its cable" and the catheter was not visualized. The catheter was reconnected, the dws, amplifier, and current generator were rebooted with no resolution. Everything was reconnected again and the same troubleshooting was performed again. A different port on the amplifier was attempted with no resolution. After 12-15reboots and reconnections of the ensite x dws, ensite x amplifier, and current pfa generator the catheter was finally recognized and the procedure was completed with no adverse consequences to the patient. There was no visible defects noted and no issues noted during preparation.